Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a year ago from date manufacturer was made aware.

Event description:
It was reported that patients lead showed multiple high impedances. The patient underwent a lead replacement procedure and doing well postoperatively. The explanted device was disposed at the facility.